Event description:
It was reported that "it became unable to pace during use. Therefore the catheter was replaced." There were no patient complications reported.

Manufacturer narrative:
The device evaluation is in progress. A supplemental report will be sent with the investigation results. A device history record review was completed and documented that device met all specifications upon distribution.

Manufacturer narrative:
One bipolar pacing catheter was returned for evaluation. No syringe or introducer was returned. The catheter body was tied and looped around 60 cm from the catheter tip. The balloon inflated but failed to maintain inflation due to leakage from a gap between the proximal electrode and the catheter body. Continuity testing confirmed a full open condition of the distal electrode. The proximal electrode circuit was found to be continuous. A cut down of the catheter body was performed just proximal of the proximal electrode to expose the pacing lead wires. The distal lead wire was found to be broken at the distal electrode. Balloon inflation test was performed using lab syringe with 1.3 cc air by holding the balloon under water. No visible damage to the balloon or balloon windings was found. Visual examinations were performed under microscope at 20x magnification. The customer report of pacing difficulty was confirmed during the evaluation . The customer report of pacing failure was confirmed during the evaluation. The cause of the broken leadwire could not be determined with certainty; clinical or procedural factors may have contributed to the damage. However, an investigation has been initiated to determine if the root cause for the gap between the proximal electrode and catheter body found during the evaluation is related to the manufacturing process and implement any necessary corrective actions.